Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Correct pump and serial number are as follows: otp pump serial number (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.